Event description:
It was reported that the implantable cardioverter defibrillator (ICD) lead exhibited out of range shock impedance measurements, measuring greater than 200 ohms. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.